Manufacturer narrative:
The suspect suction was returned to the manufacturer for evaluation. Testing found the tip of the suction was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the curved suction became bent. The site elected to continue using the suction in the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.